Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected variable right atrial (ra) impedance ranging from approximately 500 to greater than 3000 ohms. Technical services was consulted for further review. It was noted intrinsic amplitude has been in range, thresholds have been stable, and there has been no obvious ra noise noted on arrhythmia logbook episodes. However, per technical services, there is evidence of potential transient ra loss of capture on atrial tachy response (atr) episodes. The out-of-range and wide-ranging jumps in ra impedance measurements are suggestive of lead fretting (the ra lead is a non-boston scientific product). Troubleshooting considerations were provided. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product remains implanted; therefore, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected variable right atrial (ra) impedance ranging from approximately 500 to greater than 3000 ohms. Technical services was consulted for further review. It was noted intrinsic amplitude has been in range, thresholds have been stable, and there has been no obvious ra noise noted on arrhythmia logbook episodes. However, per technical services, there is evidence of potential transient ra loss of capture on atrial tachy response (atr) episodes. The out-of-range and wide-ranging jumps in ra impedance measurements are suggestive of lead fretting (the ra lead is a non-boston scientific product). Troubleshooting considerations were provided. No adverse patient effects were reported. This crt-d remains in service.